Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a video, two photos, and one device. The visual inspection of the staple guide noted the instrument was fully applied. Tissue is attached to the anvil. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. Functionally, the wing nut did not function properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of shallow traces of knife impression may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Replication of the wing nut not functioning properly may occur by pressing the safety while unclamping the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, when rejoining of colon tissue was being done using the circular stapler, there was difficulty in removing the stapler from the cavity and the tissue got stuck in the spring of the anvil. The surgeon spent ten minutes moving tissue with another surgeon coming to assist to try and alleviate the anvil and allow the anvil to rotate and be pulled out. This took about 10 mins and led to a lot of tension on the anastomosis and tissue. However, the surgeon did a leak test and it was okay.